Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the cursor did not move from the upper right part of the screen. It was noted that the cursor moved with a known good display. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display failed to respond to touch or to the stylus. The issue was noted during a software update. There was no patient involvement.